Event description:
Freestyle libre 3 app for android stopped reading sensor. Uninstalled app & attempted to download from googleplay store. Received error message: "something went wrong with libre 3. Libre 3 closed because this app has a bug. Try updating this app after its developer provides a fix for this error." Contacted freestyle libre customer support by phone and their "fix," was to remove current sensor and affix a new one. Nothing was done to fix the bug in their app, which still does not work.